Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have been having problems with my shoulder and my back. I am not showing any symptoms and don't have surgery scheduled. I spoke to plastic surgeon and he went through everything and said feel implants feel intact. I had mammogram, showed something on left side so I had an ultrasound. Ultrasound "showed shadowy spot" but plastic surgeon told me nothing to worry about and to do a follow up in 6 month. This is very stressful." Healthcare professional later confirmed rupture. The device has been explanted. This is for the left side.